Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller also stated that the frame is broke the end user states it is at a weld.